Manufacturer narrative:
The subject ch-s400-xz-ea did not return to olympus medical systems corp. (Omsc). Omsc could not evaluate the subject ch-s400-xz-ea. Omsc checked the device history record of the subject ch-s400-xz-ea, there was no irregularity found. The local olympus staff checked the subject ch-s400-xz-ea and reported that the reported phenomenon was reproduced and caused by the camera cable. The exact cause of the reported event could not be conclusively determined, there was a possibility that the camera cable might be broken due to an inappropriate handling. The instruction manual of the ch-s400-xz-ea states the proper handling method and the corresponding method in case of an abnormality.

Event description:
At the start of an unspecified laparoscopic procedure with the ch-s400-xz-ea, the nurse connected the video connector of the subject ch-s400-xz-ea to a camera control unit otv-s400 and confirmed the subject ch-s400-xz-ea was not displaying an endoscopic image on an unspecified monitor. The patient had already been anesthetized and the user replaced the subject ch-s400-xz-ea to another ch-s400-xz-ea to complete the procedure. There was no report of the patient injury other than replacing the device.